Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane and image processor printed circuit boards, the single board computer, and the hard drive were replaced. The generator interface printed circuit board was upgraded, and the software was reloaded. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would intermittently boot up, and would either not produce an x-ray, or the x-rays would stay on after releasing the x-ray switch. No patient injury was reported.